Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report permanent out of range signal on (B)(6) 2014. Patient perform reset on device. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). Device available for evaluation - removed. Additional information: subsequent to the initial MDR, the complaint receiver device was not returned to dexcom. The transmitter device ((B)(4)), used with the complaint receiver device, was returned on 01/21/2015. The returned complaint transmitter was visually inspected and no defect was found. Functional testing was performed and the test failed, confirming the reported event of a permanent out of range signal. A CAPA has been initiated for this issue.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.